Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified radial vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was in good condition.